Event description:
It was reported that during a remote device data review, decreased amplitude measurements and low, but still in-range, pacing impedance measurements were observed from the right ventricular (rv) lead. Additionally, previous episodes of over-sensed noise were noted, but it was stated that these correlated with a previous ablation procedure. Technical services (ts) was contacted and provided suggestions to evaluate the rv lead integrity, such as provocative maneuvers and diagnostic imaging. The device was subsequently explanted and the rv lead was surgically capped and replaced to resolve the event. The rv lead is not a boston scientific product. The device was received for analysis and is pending the investigation conclusion.

Event description:
It was reported that during a remote device data review, decreased amplitude measurements and low, but still in-range, pacing impedance measurements were observed from the right ventricular (rv) lead. Additionally, previous episodes of over-sensed noise were noted, but it was stated that these correlated with a previous ablation procedure. Technical services (ts) was contacted and provided suggestions to evaluate the rv lead integrity, such as provocative maneuvers and diagnostic imaging. It was stated that a rv revision procedure will most likely be performed, but has not yet occurred. At this time, the system remains implanted and no adverse patient effects were reported. The rv lead is not a boston scientific product.